Manufacturer narrative:
E1: reporter facility name: (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed ¿battery removed pump will not run¿. Per reporter, the patient was able to remove/replace the batteries, but the alarm returned. They replaced the batteries with brand new ones, but the alarm still persisted. They advised the patient to remove batteries, clamp tubing, and call provider for further instructions. Reservoir volume 90.2, rate 2.2, given 9.8ml. The drug was fluorouracil. The event occurred at patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.